Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
No device was returned for examination. Review of device history records was not possible as the necessary product/lot code combination was not provided. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address in-vivo screw back out with related range of motion in extension issues. No further information is available at the time of this reporting.